Event description:
It was reported that the reservoir had air bubbles due to an unknown reason. The caller did not provide the blood glucose reading. The customer stated that she was using room temperature, non-agitated insulin, which was recommended, but she still kept seeing air bubbles. She also reported having a bad insertion with one of her infusion sets but did not elaborate; she did not mention any other problem than the arrows not lining up correctly. The customer declined troubleshooting for the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.